Manufacturer narrative:
Visual inspection found needed updating and newest software upgrade.results of functional testing indicate that the pic and os needed updating.based on the information available and the testing conducted, the cause of the reported problem was update and os software issue. The reported problem was confirmed. Based on the information available and results of additional analysis, the pic ix and os were updated to software version c.03.08. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the alarm tones intermittently will not work. The device was in use on a patient. There was no report of patient or user harm.